Event description:
During an arthroscopic shoulder procedure, the physician was reportedly utilizing a quantum 2 surgery system. Intra-operative, the physician realized the controller's display was no longer functioning. The physician was able to complete the procedure with the quantum 2 controller without further incident. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age, gender and weight were requested but not received.